Event description:
It was reported that at the beginning of 2002, a sling procedure was performed concomittantly with an anterior-posterior repair and vault suspension. At the two week check-up there were no problems. At 3 weeks an apparent seroma started to develop 1 cm above one of the abdominal incisions. Five weeks after surgery a hematoma was discovered in the same area. X-ray showed that the hematoma was superficial and there was no bone involvement. The incision was opened and the hematoma drained. There was no sign of infection but because the patient was a diabetic and had a fever, pt was started on antiobiotics for 2 weeks. A medicated wick was placed in the incision, which, over the next two weeks, closed spontaneously. The patient remains free of stress urinary incontinence.